Event description:
The customer reported their unicel dxi 600 access immunoassay system leaked fluid from the fluidics drawer, which leaked into the drawer and below where the liquid waste containers are located. Customer technical support informed the customer that the leak could potentially contain biohazardous material(s). The leaking liquid can potentially contain not only wash buffer, but patient sample waste, qc material and other substances that are considered a biohazard and/or chemical in nature the customer had proper personal protective equipment at the time of the event and no person came in contact with the fluid and/or sought seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place. The customer cleaned the spill per laboratory procedure. A field service engineer (fse) was dispatched and was able to locate the cause of the leak as split tubing for the waste transfer peri-pump. The fse replaced the waste transfer peri-pump along with the tubing, which resolved the issue. The service activity was verified to meet the specified requirements per established procedures. The results met published performance specifications. System validation documented in customer qc record. The root cause of leak was the split tubing for the waste transfer peri-pump.

Manufacturer narrative:
(B)(4).